Event description:
The customer called to report that the pump was not working. The customer stated that the screen on the pump is blank and moisture is noted under the lcd. The customer was hospitalized and treated for high bgs in the emergnecy room. The customer indicated that the pump has been exposed to moisture while on vacation. The customer denied the pump being dropped, bumped, or having any cracks on it. The customer did not notice that the display was blank, which caused the bgs to go up and treated at the emergency. The customer was disconnected from the pump and on the back up plan of manual injections at the time of call. The customer is having a hard time controlling the bgs with manual injections.